Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module screen would not recognize the system controller. The controller was connected to multiple units with the same result. Other controllers were paired successfully with the power modules, indicating the issue was isolated to the controller. A controller change was successfully performed, and the replacement controller was paired correctly with the power module.